Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button became stuck. The customer reported that the stuck wake button activated the quick bolus feature and delivered an 8 unit quick bolus; customer stated the 8 unit bolus was larger than the customer intended. The customer's blood glucose level dropped to 62 mg/dl and was addressed by consuming carbohydrates. Reportedly, customer would continue to use the pump for insulin therapy.

Event description:
It was reported that the wake button became intermittently stuck while using the quick bolus feature. On one occasion, the customer pressed the wake button multiple times and delivered an 8 unit quick bolus instead of the intended 2 unit bolus. The customer's blood glucose level dropped to 62 mg/dl, which was addressed by consuming carbohydrates. Reportedly, customer continued to use the pump for insulin therapy but discontinued use of the quick bolus feature. Upon a review of the pump data logs, it was confirmed that the user only requested a 6 unit bolus and not the reported 8 unit bolus.